Event description:
Fluroscopic observation prior to removal of the catheter, fourteen days after placement for ptgbd, revealed tip separation. As there wass no evidence of bile leakage into the abdominal cavity, the physician suspects the fragmented tip remains in the liver. The tip has been surgically removed.

Event description:
Fluoroscopic observation prior to removal of the catheter, fourteen days after placement for ptgbd, revealed tip separation. As there was no evidence of bile leakage into the abdominal cavity, the physician suspects the fragmented tip remains in the liver. The tip has been surgically removed.